Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated bg levels in the 300s range that would not lower with manual injection. Customer went to emergency room (ER) and was discharged after an evaluation. Cause of bg level was suspected to be possibly due to dehydration. Customer later returned to ER, via ambulance, in asystole and experienced a seizure. Customer subsequently passed away. Cause of death is unknown, but is suspected to be due to a possible undiagnosed heart condition, due to the customer's age and that diabetes was well managed. Customer was wearing the pump at the time of death. Per the customer's healthcare provider (hcp), "cause of elevated bg suspected to be due to underlying illness. I think diabetic ketoacidosis (dka) is unlikely because patient was evaluated and discharged (from ER)."